Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical devices: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the insulation of the superior vena cava (svc) portion of the right ventricular (rv) lead was damaged. The svc portion was capped, the lead was reprogrammed, and the remaining portion of the lead remains in use. No patient complications have been reported as a result of this event.